Event description:
The needle was partially inserted in the pt when it separated from the hub. The physician was able to remove the needle with an instrument. Another tray was pulled and the procedure was completed without incident.